Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the shunt sensor leaked. The user facility stated this has occurred two times previously; however, info regarding those events is unk. 2-3 ml blood loss. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).